Event description:
A report was received that a pt was admitted to the ER, because she was experiencing a fever. The physician believed that the pt had an infection based on low white blood count. The infection was system, and it was not located at the ipg or lead site. The pt was treated with a high dose of IV antibiotics and is reportedly doing well.